Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link device disconnected from the PICC (peripherally inserted central catheter) line during infusion at the medical intensive care unit. There was no report of patient injury or medical intervention associated with this event. Additional information was requested and is not available.